Event description:
It was reported that the customer was hospitalized with blood glucose levels over 700 mg/dl. It was also reported that the customer received a compromised force sensor system alarm, and the insulin pump has cracks above the display. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose and protruded drive support disk. Unable to complete functional test including occlusion test, prime test, and excessive no delivery alarm test due to prime alarm. The insulin pump was received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.